Event description:
The pt was implanted with a paracorporeal ventricular assist device (pvad). It was reported by hospital staff that during a routine check of a patient, it was noticed that the pneumatic line, between the vad housing and the y-connector appeared to be damaged, possibly resulting in an air leak. The line was repaired with self-fusing tape to prevent further damage. Additionally, it was reported that the device function was not affected by this event. The pt remains ongoing on vad support.

Manufacturer narrative:
The patient remains on pvad support. No further information is available at this time.